Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the tracheostomy tube from the kit listed was placed in patient. According to report, the tube was pulled through the flange which allowed end of the tracheostomy tube (portion with the cuff) to rotate while in patient. The movement of the tube end caused blockage of the airway which prevented ventilation and suction. No adverse effects or interventions to patient reported.